Event description:
This is a spontaneous report by a nurse from (B)(6) regarding peritonitis in a (B)(6) male peritoneal dialysis (pd) patient. During a call with baxter (B)(4), the reporting nurse stated that on an unreported date in 2010 the patient was not using proper hygiene, touch contamination occurred, the patient did not wear a mask, did not clean the exchange area before starting pd and reused the disposable products. On (B)(6) 2010, the patient developed peritonitis which did not involve hospitalization. The cause of the peritonitis was due to the improper hygiene. On an unreported date in 2010, a peritoneal effluent culture was performed which was (B)(6). Treatment information was not provided. The patient was recovering from the peritonitis. Per the nurse, the peritonitis was not related to peritoneal dialysis therapy.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the marker lumen had no pulsatile flow and the device was removed. Another proglide was used with the same results. The method used to achieve hemostasis was not provided. There was no adverse patient sequela reported. Though requested, no additional information was provide.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). Root cause could not be determined. The current labeling was found to be sufficient. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.